Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Product was not returned and therefore, no further investigation is possible. Reviewing the picture, the breakage of washer can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an orthopedic surgery the 6.5 ccs washer broke. There was not surgical delay. Fragments were generated. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) washer 13.0mm. This is report 1 of 1 for (B)(4).